Manufacturer narrative:
The customer biomeds replaced the batteries and the power management board before the ge healthcare representative could perform a checkout of the system. The system was returned to service.

Event description:
It was reported that after a power failure, the ventilator did switch off and not switch to battery mode. Per the user, there was no alarm. There was no report of patient injury.